Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus repair surgery the doctor deployed the first stitch and returned it back normally. When he tried to push the second stitch he found highly resistance that he tried to push with more powerful he found a part of the plastic between first and second stitch outside the joint. This happened with two meniscal cinch. There was no harm for patient, operator or third party. The surgery was finished successfully with an ar-4500. It was not necessary to switch the surgical technique or do a second surgery.